Event description:
Procedure type: hernia. According to the rptr: on (B)(6) 2003, the surgeon performed hernia repair surgery and used the device. In (B)(6) 2007, another surgeon had to perform emergency surgery to remove the mesh and part of the pt's colon and lower intestines, to prevent further infection that was causing renal failure. The pt had never suffered from renal problems until a few days before the emergency surgery. After the emergency surgery, a 5-month hospitalization followed, and left the pt wheel-chair bound, and requiring 3-days a week dialysis. The pt required a colostomy bag (for bowels).

Manufacturer narrative:
(B)(4).